Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes 12 pipes are abnormal. This occurred on 12 occasions. The following information was provided by the initial reporter: "we have received a complaint from the affiliated (B)(6) university that 12 pipes are abnormal. The customer is worried about the test result, so we hereby require replacement."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes 12 pipes have foreign matter in the tube. This occurred on 12 occasions. The following information was provided by the initial reporter: "we have received a complaint from the affiliated hospital of hangzhou normal university that 12 pipes are abnormal. The customer is worried about the test result, so we hereby require replacement."

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
B.5 describe event or problem: it was reported that bd vacutainer® sst¿ blood collection tubes 12 pipes have foreign matter in the tube. This occurred on 12 occasions. The following information was provided by the initial reporter: "we have received a complaint from (B)(6) that 12 pipes are abnormal. The customer is worried about the test result, so we hereby require replacement." H.6 imdrf annex a code(s): a180104 - device contamination with chemical or other material (2944).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes 12 pipes have foreign matter in the tube. This occurred on 12 occasions. The following information was provided by the initial reporter: "we have received a complaint from the affiliated (B)(6) that 12 pipes are abnormal. The customer is worried about the test result, so we hereby require replacement."